Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had image blackout and image snowflakes. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, the most likely cause of the image blackout and snowflake image were due to faulty plug unit and the printed circuit board, component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.